Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that before use the package of a bd luer-lok¿ tip syringe tore easily. There was no report of exposure, injury or medical intervention.

Manufacturer narrative:
Investigation summary: there is no photograph or physical sample to make a deeper assessment of the defect. A device history record review was performed and showed no rejected inspections or quality issues during the production of the provided lot number 7264529 that could have contributed to the reported defect. The lot was manufactured on line 6 in 2 days with 4 shifts with a total of 26 hours during which the production is monitored through the frequency rit0225ctis01-04 rev.17, where they evaluated characteristics in the packing stage such as: cutting blister suitable for the catalog (visual method vs drawing), perimeter seal less than 3 mm and continuous (measurement method with calibrated rule), correct longitudinal cut (visual method), packaging with peel apart (visual method), integrity of the primary packaging: blister without perforations, seal not opened or seal without wrinkles (visual method), during the frequency take 40 pieces per hour, completing a total sample size of 1040 pieces with a limit of acceptance of 0 and rejection of 1. It should be mentioned during the control in process did not report any non-conforming part due to the defect that the client. The final batch was inspected by quality control by taking a sample of 120 pieces with an acceptance criterion with 1 rejection and with 0 being approved, having an aql = 0.25%, having satisfactory results, so the batch was approved and inspected according to the current work instruction with satisfactory results for the characteristics required for its approval including functional tests. The failure mode is unconfirmed since there were no events that could be related to a manufacturing defect, in addition to the in-process inspection of the perimeter seal measurements, as well as the packing integrity test at the end of the product. CAPA is not required at this time. Complaint file will be reopened if samples are located and investigation will be performed. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.